Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom technician found the sidecom circuit board was damaged. He replaced the board to resolve the issue.